Manufacturer narrative:
Stryker legal affairs had been contacted for info. Due to the ongoing litigation, add'l info is not yet available. Once info is received, we will submit an add'l response.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident ceramic on ceramic hip system. It was further alleged that, the pt is experiencing "squeaking" from the system."